Manufacturer narrative:
Devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following a trial procedure, the pt had a loss of stimulation. The dressing had been prematurely removed causing the lead to be cut in half. The physician removed one of the leads however the other lead was submerged in the epidural space. The pt had the second lead explanted on (B)(6) 2010.